Manufacturer narrative:
The esu was returned and thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved with the incident. However, the patient's disease state of having such a large (i.e., "plum" sized) polyp was a key factor involved in the event. That is, with such a large area to be excised, the output energy from the esu was insufficient to overcome the tissue resistance which caused the snare to become stuck. Nonetheless, no conclusive determination could be made as to the cause of the event. The account is being made aware of the findings. To further address the issue, additional in-service work is being offered/planned with the involved medical staff. Erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that the electrosurgical unit (esu/generator) was used in colonoscopy to remove a very large (i.e., plum sized) polyp. The esu setting was forced coag, 20 watts. The generator was used with a boston scientific extra large round snare, model captivator ii. When an attempt was made to remove the polyp, snare became stuck in the tissue. The unit's output error light emitting diode (led) illuminated, but there was no erroring. Nevertheless, surgical intervention (i.e., a bowel resection) was necessary to remove the snare and polyp. A positive outcome for the patient was reported.